Manufacturer narrative:
Non-resorbable material unretrieved in the body. Results and conclusions: based upon evaluation of user facility information; based upon reserve sample testing. Inspection and testing of a retained sample from the reported lot confirmed that there were no defects or anomalies and product performance specifications were met. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause for the reported event cannot be definitively determined based upon the available information, there is no evidence that the reported issue was related to a device defect or malfunction. The event description is consistent with damage to the guidewire due to manipulation against a hard, rough or sharp surface, such as the metal struts of the stent. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use by statements including: "do not manipulate the runthrough ns through the stent struts. Such manipulations may cause the runthrough ns hydrophilic polymer coating to peel off, and damage and/or sever the wire"; and "manipulate the runthrough ns carefully when crossing it through a deployed stent. Stent migration, stent deformation, or breakage or separation of the runthrough ns may be caused if the runthrough ns is caught by the deployed stent." All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
Per the user facility medwatch report# (B)(4), the event is described as follows: "after the surgeon wired and stented the diagonal artery it was noted that a distal piece of the runthrough wire did not retrieve and stayed back in the artery. There was no significant flow limitation of the diagonal artery noted." Follow-up communication with the user facility confirmed that: the physician decided to leave the detached material unretrieved because there was no limitation of flow in the artery; the patient's current condition is stable with no additional surgeries scheduled and the patient has been released from the hospital.